Manufacturer narrative:
Corrected data: h6 - investigation conclusion code has been correct in this report.

Manufacturer narrative:
A case of ineffective stimulation was reported to abbott due to the leads being implanted at a location that did not provide effective therapy. The physician replaced the leads with a paddle lead to resolve the issue. No complications during the procedure and effective therapy was restored. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no allegation of deficiency or complaint regarding any abbott equipment and the device was not returned.

Event description:
It was reported that the patient experienced ineffective therapy and uncomfortable stimulation. X-ray imaging revealed that the leads were placed too far laterally when implanted. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the leads were replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.